Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered a large bolus. The customer's blood glucose (bg) level was 53 mg/dl. Customer consumed carbohydrates to address bg. The customer declined to perform further troubleshooting with tandem technical support.